Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient experienced atrial fibrillation the right atrial lead exhibited undersensing. As a result of the patient's fast conducted atrial fibrillation which was 200 beats per minute, the patient received inappropriate therapy. The physician elected to explant and replace the right atrial lead; the defibrillator remained implanted. No additional information was reported.